Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient developed a post-op infection at the abutment site in 2014 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.